Event description:
N/a.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch records were reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis / root cause - evaluation of the returned unit confirmed the presence of a proud weld. A corrective and preventative action (CAPA) was initiated in march 2024 to investigate perforator disassembly trend from field complaints.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported a perforator (ID 261221) broke into pieces as the perforator came in contact with the patient's bone. No patient injury/consequences reported.